Event description:
Pt had right total hip arthoplasty 1998. In 2001, a portion of the prosthesis was explanted. Pre-operative diagnosis: sulzer porous ingrowth, acetabular component right total hip. Acetabular shell, acetabular liner & femoral head explanted. Appeared to be metal debris in joint. Acetabular shell possibly part of a device recall.